Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the anesthesiologist tested the cannula cuff before contact with the patient, prepared all intubation equipment, and after advancing the patient's airway, the anesthesiologist noticed a leak in the cannula. He quickly replaced it with another cannula without complications or repercussions for the patient. There was patient involvement and there was no harm as a result of this event.